Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose greater than 250mg/dl but less than 500mg/dl with polyuria, polydipsia, and extreme drowsiness, associated with an alleged occlusion issue. During troubleshooting with customer technical support, it was revealed that the patient did not prime while attached following the occlusion alarm. The customer was unable/unwilling to troubleshoot insulin being pushed through the cartridge and the tubing. O this complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2017 with the following findings: a review of the black box showed occlusion alarms due to a high force leading to delivery interruptions. The pump was run for 24 hours and no occlusion alarms occurred. The force sensor measured the correct force. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and no delivery defects were found. The pump was delivering with in the required range and delivering accurately. No alarms or delivery interruptions occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.